Event description:
It was reported that the product was explanted because it was not functioning.

Manufacturer narrative:
The product was unavailable for return to the MFR. Therefore an eval of the device performance was not possible. A review of the mgf records was not possible as no lot number was provided. All our products are 100% tested at the time of manufacture.